Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board was replaced during the service call.

Event description:
It was reported that the 9800 system had poor image quality with dark images during a cine run. No pt injury was reported.